Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 09 may 2025,senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 9th may 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. A review of in vivo sensor data showed optical instability. This most likely contributed to the reported inaccuracies. A sensor replacement was approved for the user. An RMA was issued for the sensor for further investigation. Visual inspection of the returned sensor identified missing hydrogel, which was likely caused by excessive force during the removal process and deemed unrelated to the user's complaint. In-house testing of the returned sensor showed no issue with sensor functionality and did not reveal any sensor malfunction.review of the in vivo data showed optical instability around the time frame of the reported inaccuracies, which was not resolved after a sensor re-link. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body are not reproduced in the lab, such as the in vivo state of hydrogel, leading to noisy/inaccurate sensor glucose readings. As part of the resolution, a sensor replacement was offered to the user. B4.date of this report 06 august 2025. D4. Additional device information updated. G3. Date received by the manufacturer? 06 august 2025. H3. Device evaluated by manufacturer? Yes. H4. Device manufacturer date updated to 25 november 2024. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.